Event description:
The patient was undergoing a thrombectomy procedure to treat acute stroke using a penumbra system aspiration pump max 220. The physician turned the pump max off during the procedure. The pump max would not immediately start up when turned on and there was a 10 second delay before the pump max would operate.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the penumbra aspiration pump. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra aspiration pump was switched off during the procedure and then did not switch back on immediately. A 10 second delay occurred before the pump reactivated. Evaluation of the returned product revealed that the penumbra aspiration pump was functional. If the penumbra aspiration pump is switched on and no vacuum pressure is observed, the vacuum regulator needle may need to be adjusted. It was not mentioned in the complaint how long the pump was running prior to it being switched off. If the pump was overheated, it is likely that an issue of this nature will occur. The penumbra aspiration pump appeared to be functional during evaluation; therefore, the root cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.